Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd the following information was provided by the initial reporter: the needle is not retracting correctly. 30 december 2024. 1. 12-23-2024. 2. No patient harm. Just disruption of the workflow for my technologists when the needle doesn't perform as expected.

Manufacturer narrative:
Additional information of fa#.